Event description:
During index procedure, the pt had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. A lateral branch occlusion is reported to have occurred during procedure. Intervention was performed but it is unk what type was performed. The investigator indicated that the reported event was definitely related to he study device. Pt recovered without sequelae. (Ref MFR# 9612164-2011-01075).

Manufacturer narrative:
(B)(4).